Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of yellow pd catheter (not a fresenius product) drainage, abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the definitive cause of the peritonitis is unknown; however, it is believed to be caused by the patient¿s chronic constipation. Additionally, the pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence implying a liberty select cycler or liberty cycler set caused or contributed to the serious adverse events experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis, characterized by yellow drainage and a stomachache. During follow-up, it was revealed the patient was experiencing drain complications and presented to the outpatient dialysis clinic complaining of abdominal pain and a non-functioning pd catheter (not a fresenius product). The patient¿s catheter was oozing yellow drainage, and a sample was sent for culture and cell count. The culture at 48 hours showed no growth, however the wbc count was 74,000 ul. The patient was sent to the emergency room for evaluation and was admitted for peritonitis and a non-functioning pd catheter. The patient was treated with intravenous (IV) antibiotics; however, the drug(s), dosages, duration and frequency are unknown. The exact cause of the peritonitis is unknown; however, it is believed to be caused by the patient¿s chronic constipation. The patient was taking medication to resolve the constipation prior to hospitalization. The patient remained hospitalized and was recovering from the events. Currently the patient¿s pd therapy is on-hold due to the infection. The nephrologist is monitoring the patient¿s labs daily to determine if the pd catheter can be saved, or if the patient will require intermittent hemodialysis (hd). The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s).